Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the occlusions. The customers blood glucose (bg) was 398 mg/dl with moderate ketones. The customer attempted to address the elevated bg by a bolus via the pump. On (B)(6) 2025 the customer went to the emergency room due to the bg level and ketones. Ketone levels were identified as life threatening by health care provider. Customer received hydration for treatment which resolved the issue and there was no permanent damage. Customer was discharged 6 hrs later on (B)(6) 2025. System check was performed by tandem technical support and the pump was functioning as intended.